Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomed that the pt received a routine transplant. Possible clotting of the pump was reported.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.